Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a death occurred. In (B)(6) 2013, the patient had a watchman ® laa closure device implanted successfully. The patient was placed in hospice on an unknown date. The patient died in (B)(6) 2015 due to an unknown cause.